Manufacturer narrative:
Product ID # mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. There was a deployment issue with the delivery system. The delivery system outer shaft was bent. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is bent at 12 cm from the distal end of the delivery system. The delivery system was able to deploy and recapture the device but with a little resistance while capturing due to the tear in the lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-aug-2020 / serial#: (B)(4); device available for eval: yes, return date: 03-jun-2019. Device evaluation anticipated, but not yet begun. Mfg date: 04-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was attempted to be implanted but was not used because after the first deployment, high thresholds were observed. The leadless ipg would not retract into the capture cup. The mechanism to recapture the ipg appeared to lock regardless of pushing the deployment button. The leadless ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.